Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was not recording anything. The pump was reportedly last used on (B)(6) 2014 but the last records in the pump were from 2012. The reporter confirmed that the time and date had been set in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box indicated that the last basal delivery was recorded on (B)(6) 2012 at 21:08. The black box showed that the time and date were manually set on (B)(6) 2014. There were no alarms or basal deliveries made on or after this date. The pump was exercised for 24 hours with no alarms occurring. Boluses were performed successfully and accurately recorded in the pump history. A ¿replace battery¿ alarm and a ¿low battery¿ warning were induced during testing and both were accurately recorded in the pump histories. The pump was found to be recording properly; the complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.